Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device referenced in the case description is filed under a separate medwatch MFR reference number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 7f sheath prior to an impella procedure. The suture of the first proglide device was successfully preplaced using the pre-close technique. Reportedly, during harvesting of the pre-placed suture of the second proglide device the blue rail was very short; it appeared that it was broken. The procedural sheath could not be advanced into the arteriotomy. It was decided to close the puncture site and perform a new arteriotomy. The knot of the first proglide device was advanced but the suture broke during knot locking and the suture was removed. The knot of the second proglide device was advanced but hemostasis was not achieved. Insertion of a sheath to control bleeding was attempted but the sheath got caught on the knot of the second proglide device in the tissue tract and perforated the right common femoral artery. This was confirmed on fluoroscopy. The perforation was treated by ballooning from a left common femoral artery access site. A vascular surgeon performed a cut down and suturing of the artery to achieve hemostasis. The impella procedure was not performed due to the issues with the proglide devices. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.